Event description:
It was reported during an study, the pt went into ventricular tachycardia (vt) when radio-frequency (rf) ablation was attempted. The case began by changing out the quick connect cable in an attempt to obtain a signal from the rf-catheter. This did not work, so the rf signal was jumpered back to the breakout box from the conventional recorder pin box. This connection allowed the rf catheter visualization on the ensite system. An ensite array catheter was placed geometry of the right ventricle was obtained, the ablation site was located and an attempt was made to ablate the location. The pt went immediately into ventricular tachycardia (vt) and the generator turned off. A new grounding pad was re applied and a second ablation attempt was made and the pt's rhythm regressed to ventricular fibrillation (vf). The ept catheter and connecting cable were exchanged and the user attempted rf again with the same result. With the last occurrence of vf, the pt needed to be cardioverted, which successfully eliminated the vf. The customer disconnected the quick connect cable and went directly to the maestro generator. When disconnected, the visualization of the rf catheter was lost at the work station. The ablation was completed and the case was finalized. There were no pvc's noted post ablation; the pt was awake and sent back to room.

Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the serial number is unk. The cause for the reported vf could not be determined.